Manufacturer narrative:
(B) (4) - results - a lens work order search was performed and no similar complaint was found within the same work order. (B) (4)

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was torn during insertion into the eye. The lens was removed with no widen incision and no suture required.